Event description:
While performing a standing tunnel view for the right knee, the "upright bucky" detector cabinet on the wall stand moved all the way to the floor, pinning the patient's right foot underneath. The patient was standing in front of the detector cabinet which is designed to automatically align with the tube. The technician moved the overhead tube and the detector moved to align but did not stop for the patient's foot which was in its path. The patient was evaluated in the ed and sent to an orthopedic specialist for crushing injury follow-up. Manufacturer response for digital radiography, collimator (per site reporter): a representative from parker x-ray came out to evaluate the machine.